Manufacturer narrative:
Concomitant medical products: iexch202055 stent graft, implanted: (B)(6) 2011. Evolutr-29-us transcatheter valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an infection. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead in portions was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.